Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. There were no anomalies found. However, it was noted that the distal conductor had blood/body fluid (not obstructed).

Event description:
It was reported that the lead dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.